Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope and presented to the emergency room. The implantable cardioverter defibrillator was interrogated and was found to be functioning well without any issues. However, it was noted that the device had previously recorded episodes of post paced t-wave oversensing. The device was reprogrammed to prevent oversensing. The patient was admitted to the hospital for further evaluation of his medication. No further adverse event was reported.